Event description:
It was reported when the programmer rf telemetry head was placed over the device, the programmer turned off. The programmer and rf head were returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report: the programmer was turning off due to a cracked magnet in the rf head and a damaged cable.

Event description:
It was reported when the programmer radiofrequency (rf) telemetry head was placed over the device, the programmer turned off. The programmer and rf head were returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.